Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). This complaint is under evaluation. A follow up report will be provided after the examination results are available.

Event description:
As reported by user facility: it was reported that the pump was operating at 40 ml/hr, when it should have been at 50 ml/hr. The order for this was scanned but was not changed on the pump. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual pump involved in the reported incident was not returned to b. Braun's carrollton, tx facility for evaluation. Logs of the pump were provided and issue reported was not confirmed from the log review investigation, however multiple tests were performed and the investigator was unable to confirmed the issue. Investigation results: the reported issue was not present during investigation. Log review shows on 5/8/2022 and 5:14pm an infusion start of 40ml/hr and 1200ml. On 5/9/2022 and 8:32am with a volume infused to 611.76ml, new rate was set to 50ml/hr. At 5:17pm with a volume infused to 1049.82ml, infusion was stopped, door was opened, and at 5:33pm infusion an infusion start of 50ml/hr. At 8:25pm with a volume infused to 1193.15ml, new vtbi set to 1006ml. On 5/10/2022 and 11:05am with a volume infused to 1926.35ml, infusion was stopped and pump put on standby. Perform preventive maintenance service. As a result, we were unable to determine the cause of the reported issue. All information concerning this reported incident has been included in our trend analysis of the product line.